Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Material: 305758 batch#: 3142041 it was reported by the customer that foreign particulate matter with the needle. Verbatim: rcc received a complaint via email. Pci po #564938 bd item #305758 ¿ 27g x ½¿ eclipse needle bd lot #3142041 issue: pci received a customer complaint reporting foreign particulate matter with the needle.

Event description:
It was reported that bd needle eclipse 27x1/2 had foreign matter it was reported by the customer that foreign particulate matter with the needle. Verbatim: rcc received a complaint via email. Pci po (B)(4). Bd item #305758 ¿ 27g x ½¿ eclipse needle bd. Lot #3142041 issue: pci received a customer complaint reporting foreign particulate matter with the needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.